Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument clips were not catching, and the jaws were misaligned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
On 01-may-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the customer was performing a robotic assisted gallbladder removal. The customer was attempting to clip off the vessels for the gallbladder in order to remove it. The clip applier the customer was using, number 172, failed to engage the clip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to the severely bent grip did not show damage.

Event description:
Refer to h10/h11 for follow-up information.